Manufacturer narrative:
(B)(4). Result of examination: the received sample was subjected to a visual and functional examination. The device showed age-based marks of use and was found slightly contaminated. The cover caps at the screw pillars as well as the sealing at the bottom housing were available and undamaged. According to the history files a vtbi of 11 ml/h and a rate of 22 ml/h was set. After the vtbi was reached the alarm was confirmed by the user. Directly after the alarm was confirmed the start/stop button was activated and the device delivered until the device reported syringe pre-alarm. Following the device was set in stand-by mode and subsequently switched off. The performed long term test showed no deviation regarding vtbi-mode. No damages inside the device were found. The sample operated as intended. Because the start-/stop button was pressed by the user after the vtbi ended, the sample infused until the syringe pre-alarm was reported.

Manufacturer narrative:
(B)(4). The device has been requested to be returned from user facility to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion: incident details, the braun pump infused total of 33ml despite of being set for 11ml.